Manufacturer narrative:
(B)(4).

Event description:
Received report from customer indicating that a ribbon device had been implanted on (B)(6) 2010, and on (B)(6) 2010, the device broke. A second ribbon device was installed on (B)(6)2010 to correct the problem with the first device. The second device reportedly broke as well. There was no further intervention indicated.